Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400. 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
A patient¿s blood glucose (bg) dropped to a low of 70 mg/dl while wearing the pod. The patient also reached a high of 274 mg/dl per patient's personal diabetes manager while wearing the pod. Patient was seen by a health care professional (hcp) at the (B)(6) hospital on (B)(6) 2017 when patient's bg had reduced to 70 mg/dl. Hcp had provided patient with juice to help treat the hypoglycemic levels.

Manufacturer narrative:
The returned device was evaluated and performed as designed. No malfunction or other product condition that would have contributed to the reported hospitalization with hyperglycemia was found.